Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter, the following was translated from chinese to english: on (B)(6), 2023, the patient was admitted to the hospital for treatment due to macular edema. The doctor injected with drugs to prevent neovascularization to control the development of the disease. When the staff opened the disposable sterile insulin syringe, they found a needle-like red foreign body at the needle area. So the staff replaced it and then complete the work.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital for treatment due to macular edema. The doctor injected with drugs to prevent neovascularization to control the development of the disease. When the staff opened the disposable sterile insulin syringe, they found a needle-like red foreign body at the needle area. So the staff replaced it and then complete the work.